Manufacturer narrative:
The lens was returned in a vial with liquid. One haptic is broken-gusset area. The optic is cut into two pieces. Power and resolution testing could not be conducted due to the optic damage. The product history records were reviewed and documentation indicated the product met release criteria. The powerpoint photos provided were reviewed by a director of global quality customer affairs (gqca). Anterior segment tomography: three images provided are unremarkable. Ocular coherence tomography: od: moderately blurry images demonstrating foveal and perifoveal retinal thickening. (B)(6) 2021 image demonstrates a focal area of possible hypoplasia of the retinal pigment epithelium with overlying outer nuclear layer fibrosis. Single-piece, posterior chamber iol clear and well centered in both pictures. No evident anomalies were identified in either picture. The product investigation could not identify a root cause for the reported complaint. The lens was returned in pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that company lens with 18.5 diopter was replaced with a monofocal lens. Surgeon also indicated that they had seen some vitreous clouding, which may partly explain vision issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6, result code 3211 was not captured in previous smdr sent. The manufacturer internal reference number is: (B)(4).

Event description:
Information was provided that company lens with, 18.5 diopter was replaced with a monofocal lens. Surgeon also indicated that they had seen some vitreous clouding, which may partly explain vision issue.

Event description:
Additional information was received reporting that patient had vitreous clouding which may partly explain vision.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting, that the lens was explanted.

Manufacturer narrative:
Information was provided, that lens with 18.5 diopter was replaced with a monofocal lens. Surgeon also indicated, that they had seen some vitreous clouding, which may partly explain vision issue. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the patient is seeking an additional opinion.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a patient with suboptimal vision following intraocular lens implant. The patient reported that the vision decreased after surgery. Additional information is requested.